Event description:
It was reported the customer received a motor error alarm during a bolus. It was also found the alarms had been recurring for the past six months. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete their rewind sequence. The customer declined a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.